Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1g, stat, intraperitoneal, one dose) and heparin injection (5000iu, stat, intraperitoneal, one dose) for suspected peritonitis. At the time of this report, the patient outcome for peritonitis was unknown. The patient recovered from cloudy effluent and abdominal pain. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported "suspected peritonitis was not confirmed as peritonitis at all". The cause of the cloudy effluent and abdominal pain were unknown. Should additional relevant information become available, a supplemental report will be submitted.